Manufacturer narrative:
Approximate age of the device is 4 years, 2 months, 25 days. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced a red battery alarm without warning. Patient stated he checked the batteries prior to the alarm and there were two green lights left on his batteries. Patient also states he checked connections and then changed batteries and alarm went away. Patient performed self test and there were no issues noted. Patient questioned if controller should feel hot as his controller was warm to touch but stated he was outside in the heat. Patient was dizzy and lightheaded and was encouraged hydration. Patient was seen in the clinic for a blood pressure check. Technical services reviewed the log files and noted the battery alarms, which appeared to be due to a weak connection. It was resolved when fresh batteries were installed. The controller case is designed to dissipate heat so it can feel warm to the touch. It was suggested as a precaution to check the batteries and battery clips for integrity and to clean all battery and battery clip contacts with alcohol wipes. No action is needed at this time. The remainder of the log files were unremarkable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a hot system controller was not confirmed. The controller did not return and therefore was not able to be tested. The design input requirement for the hm2 controller states that ¿the system controller case temperature must not exceed 38°c (100.4°f) at an ambient temperature of 20°c¿. There were no other documents provided indicating the exact temperature of the controller. Technical services state the controller case is designed dissipate heat so it can feel warm to touch. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.